Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse performed a system verification and found that all of the arms were functioning normally. The fse asked the staff if they noticed any issues on the system and was advised that there had been no further issues after a hard cycle. The system was tested and verified as ready for use. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a cholecystectomy procedure was performed on system sk3907 on (B)(6)2022. . This complaint is being reported based on the following conclusion: it was alleged that the universal surgical manipulators (usm) moved with unintuitive motion. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the arms were jerking. The technical support engineer (tse) reviewed the logs and found no errors. The surgeon had advised the caller that one of the arms that was not being used locked into place and was moving on its own with a jerking movement. The tse had the caller check the arms to see if any of them moved on their own while locked into place. The caller stated that none of the arms were moving and stayed locked into place. Reportedly other surgeons had said the same thing about the arms moving on their own with this system. The other system in the room had no issues. The tse had the customer perform a hard power cycle the surgeon's console and the patient cart. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.